Manufacturer narrative:
Pump passed displacement test. However failed self test. No vibrate anomaly due to broken black wire for vibrating motor.

Event description:
The customer reported via phone call that the insulin pump is not vibrating. The customer¿s blood glucose level was 170 mg/dl. Customer assisted in performing a self test and insulin pump vibrated during the vibrate test. The insulin pump will be returned for analysis.